Event description:
Related manufacturer reference number: 2017865-2023-94271. It was reported that the patient's right ventricular (rv) and right atrial (ra) leads were dislodged. Physician performed a pocket revision to free both leads that formed a loop. Both rv and ra leads remained implanted. No patient condition was reported.